Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, it was seen that the device was damaged coming out of the package. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was returned with no damage to the blister package and with exposed blades. The blades were partially bent. The beveled walls of the devices were inspected through a microscope and no witness marks from the needle tip impacting the beveled walls were found. No shearing or deformation were observed around the toggle switch. The flat pin and center rod were found to be without abnormality. Functionally, the blades of the device were straightened. The returned device was loaded with a test needle from the returned product analysis (rpa) inventory and applied to test media. The test needle remained intact throughout testing. No difficulty was experienced in loading, unloading, toggling the test needle. It was reported that the instrument broke. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may have occurred during return shipping to the investigations laboratory as the device was not returned with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or an leveraging force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.